Event description:
The customer reported on (B)(6) 2014 her blood glucose reached greater than 500 mg/dl less than 3 hours after the pod was activated and ketones were positive. Upon removal she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.